Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10 a review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after treatment date. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The log file shows sixteen successfully performed treatments. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy is detectable for the reported treatment. The logfile shows that the beam control check for left eye (os) was done about one minute before laser fired instead of immediately before firing. Suction ring was docked to the left eye twice, because the surgeon interrupted the vacuum process during the first suction process (suction one) by pressing the foot pedal and repeated the vacuum procedure. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced an incomplete side cut of the flap during a lasik procedure. Additional information has been requested. Additional information has been requested.